Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, while implanting the left ventricular lead the physician noted that the guidewire could not be removed. The left ventricular lead was damaged after several attempts. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events of stylet could not be removed and ¿electrode tail was damaged¿ were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage. The ptfe stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported events was due to bunched up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly.